Event description:
The pump and catheter were returned to the MFR without any info. The hcp later reported that the pump and catheter were removed due to a wound infection; (B) (6). The pump contained dilaudid. The pt recovered without sequela.

Manufacturer narrative:
(B) (4). Final analysis of the pump revealed no flow testing was possible due to a septum hole which would not allow normal dispensing or reservoir pressure. Final analysis of the pump: reservoir septum damage. A catheter segment was also returned and was noted to have acceptable catheter testing with no significant anomalies.